Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. However, analysis of the returned device indicated that one of the three anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: evaluation of the returned proglide device found that one of the three anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. The reporter was contacted and indicated there was no adverse patient effect. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was reported to be morbidly obese. The perclose proglide smc device instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patients populations who are morbidly obese (body mass index greater than 35 kg/m2). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a suture retrieval issue occurred. When the needle plunger was removed no suture was attached. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.